Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug-eluting stent to treat a lesion located in the left anterior descending (lad) artery with moderate tortuosity and mild calcification exhibiting 85% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. It was reported that the stent was deformed in vivo during positioning. It was reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed. Patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction. Product not returned. If information is provided in the future, a supplemental report will be issued.